Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Based on the results of the investigation , it is likely that the following led to the malfunction: a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had cracked camera cable. The issue occurred at during therapeutic procedure. There were no reports of patient harm.